Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of company charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes, with plan for follow-up from support.